Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was found down at home and was unresponsive. The patient had a chest x-ray on (B)(6) 2023, a head and neck computerized tomography (CT) scan on (B)(6) 2023 and a computed tomography angiography (cta) of the brain on (B)(6) 2023 that revealed a hemorrhagic stroke; prothrombin complex concentrate (pcc) and vitamin k were administered. Overnight, a subsequent head CT scan revealed a large parenchymal hematoma with a midline shift and subfalcine herniation with extensive hemorrhage. The patient's had their warfarin and aspirin withheld. The patient ultimately passed away due to a hemorrhagic stroke. The death was not considered to be device related and the death operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to hemorrhage stroke. A review of the log files from before and after the lvad was turned off revealed no unusual events.